Manufacturer narrative:
(B)(4). Batch # m52t7d. Additional information was requested and the following was obtained: what were the indications for surgery and were there any significant pre-op comorbid conditions: -no information. Where did the intra-op leak occur (anterior/posterior): - the intra-op leak occurred on the posterior wall. Was the device difficult to fire: -no. Was there any audible or tactile feedback: ¿the surgeon didn¿t hear audible feedback because the young doctor fired the device. Were the donuts inspected, please describe.-yes, the donuts were formed properly. Was the washer inspected, please describe. ¿the washer was uncut. Who fired the device and what was his/her experience: the young doctor did. Could you please provide more detail regarding the shape of the malformed staples: ¿the staples were unformed. When were the extra steroids given (pre-op, post-op, etc.): ¿pre-op. Why were the steroids given: -because the patient had a disease of dermatomyositis and the steroids were for it. Please provide the reason for conversion to open. -no information. That is the current patient status: -the patient is stable. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a lap anterior resection, it was found that the deployed staples on the posterior wall were unformed and leak occurred though the deployed staples on the anterior wall were formed properly after firing on the rectum. In addition, there was a difficulty in removing the device. Before the event, the doctor waited several seconds after closing the gap setting to the lowest line and fired. Eventually, the procedure was converted from a laparoscopic procedure to an open procedure. An additional suture was performed to complete the case. The device was used for the patient who had taken extra steroid. There were no adverse consequences to the patient.